Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause is determined to be use related. The blue lumen did leak at two holes close together just distal to the blue luer, over the luer hub stem, and another hole developed during infusion within an impression directly opposite these first two holes. This kind of hole, arranged in two groups directly opposite each other over the luer stem, is typical of damage occasioned by clamping too close to the luer hub, compressing the catheter between the contacting surfaces of the clamp and the hard luer hub stem within the extension leg lumen, tearing the catheter and creating a leak(s). The IFU states not to clamp next to the hub and contains a diagram showing the point at which the catheter should not be clamped.

Event description:
It was reported that leakage near the blue hub was observed while flushing the lumen prior to preparation for placement. The device was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huav0229 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that leakage near the blue hub was observed while flushing the lumen prior to preparation for placement. The device was not used on the patient.